Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 600 mg/dl and diabetic ketoacidosis and was hospitalized on (B)(6) 2017. The customer was treated by giving bolus with the insulin pump. Customer was wearing the insulin pump at the time of hospitalization. The customer was experiencing the vomiting. Customer was assisted with the troubleshooting for high blood glucose. The insulin pump will not be returned for the analysis.